Event description:
Customer reported issues with all differential parameters when using the coulter lh 500 hematology analyzer. An instrument flag of "r" (alerting the operator to review the results) was generated for the differential results obtained for quality control and patient samples. The customer also reported the latron control was recovering high out of specification cv% (% coefficient of variance) results. There were no erroneous test results reported out of the laboratory. Differential test results were not reported from the instrument during the event. The customer performed and reported differential test results using manual slides. There was no death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the rf preamp was defective. The fse replaced the defective part resolving the r flag on the differential results and high cv% on the latron control. The fse also replaced the erythrolyse and bubble pumps as part of troubleshooting. The fse returned the rf preamp for investigation; pending analysis. If additional, significant information is obtained during the investigation, a follow-up MDR will be submitted. Failure mode was identified: the failure mode is related to a defective rf preamp. Upon recur; the failure mode identified is likely to generate erroneous flagged, un-flagged, and non-numeric results for all differential parameters due to compromised voltage through the flowcell. Evaluation of product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).